Event description:
The customer reported that the central station did not alarm for any invasive blood pressure alarm limit violations. Per the hosp biomedical engineer, there was evidence of user interaction at the bedside, monitor, as the bedside monitor alarm review indicated, there was a history of alarms, including invasive blood pressure, which were either silenced or suspended. The pt expired.